Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the lag screw of the t2alphagt was not seated within the screw hole, resulting in femoral shortening when the patient applied weight postoperatively, causing the proximal end of the nail to protrude from the femur."